Event description:
It was reported during the sigmoid colectomy, the device activated unexpectedly while placed in non-woven bag. The blade burned through the aseptic bag and surgeon's surgical gown, and burned the surgeon's leg.

Manufacturer narrative:
(B)(4) date sent: 9/16/2024 d4 batch #: c9dp58. Additional information was requested and the following was obtained: why does the surgeon believe that the device ¿activated unexpectedly¿? --since the device was placed out for a while and was not used during this period. -did he hear activation noises, any sounds from the blade? -- unsure, he was not paying attention for the noise as there are several equipment in operation room how long after the last activation was the device allowed to cool before being placed in the non-woven bag? --- for a while-how long was the device activated in the last activation before putting into the non-woven bag? ¿for a while. What heat management techniques were used by the surgeon to minimize end effector heat prior to placing the device in the non-woven bag? ¿placed on surgical table for a while prior into non-woven bag did the surgeon require any medical or surgical intervention to address the burn on his/her leg? What treatment was provided? ¿apply some scalding medicine. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. Additional photos were provided by the customer, the image (3) shows the disposable blade that goes through surgical gowning. Image (2) shows what appears to be a small burn blister. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found that could have caused a continuous activation. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number c9dp58, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.